Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 80-year-old female patient was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, patient experienced oozing at the groin access site. The groin was redressed and angle match adjusted. The patient was transfused with 3 units of packed red blood cells and 1 unit of platelets. The patient also experienced a loss of pedal pulses, the limb cool to the touch, and pain in the leg. The patient's leg regained color and temperature without intervention, but pulses were not palpable. The medical team made decision to wean the patient and explant the impella cp device, but patient become unstable and expired prior to explant. No allegation of device contributing to death of patient.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.